Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Device investigation of the subject guide wire could not be conducted because it was not returned. Investigation of the production record could not be performed because the lot information was unavailable. Based on the obtained information, it was presumed that tensile stress exceeding the product's design limit might be inadvertently applied to the guide wire while its distal tip was being trapped by the tortuous and calcified vessel. Although device investigation and lot history review of the subject guide wire could not be conducted, since all the shipped products were inspected in the production process for meeting the product specifications and release criteria, there was no indication of a product deficiency. Instructions for use states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action, if the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
Reportedly, it was a complicated pci of the om branch of the circumflex artery. The subject guide wire tip was lodged in distal end of the om artery; the guide wire became unraveled and the distal radiopaque segment was left behind in the anatomy. There was no direct complication to the patient.